Manufacturer narrative:
One batch of eyepieces was found to hae been produced with an insufficient amout of epoxy to reliably hold the lens in place. The cause of this problem was traced to the way the epoxing instructions were interpeted by an assembler unfamiliar with the process. The prints were clarified and a functional test added to the process. We notified the 4 customers who were distributed six eyepieces (10 total) in the production batch and replaced the eyepieces.

Event description:
A new endoscope eyepiece filter assembly was sterilized using the sterrad process. After processing and prior to use, it was noted that the filter lens had fallen out. There was no injury involved in the incident. Use of the endoscope without the filter may expose the clinician to a level of energy higher than cdrh std 1040.10 mpe .2uj. It could possibly reach a level of 4.3 uj.